Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cable damaged, service code (B)(4)) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to the trunk cable. The trunk cable was cut and pulled from the strain relief, damaging wires within the cable and causing the reported service code. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged cable and the patient was receiving a service code (B)(4) (belt/monitor unusable).